Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a console not connected and had a message for self test. Technical support engineer (tse) had site hard restart the system and message cleared, but console was still showing disconnected. The site had checked blue fiber cables prior to calling in. The site was going to continue with one console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a hysterectomy. There was a delay of roughly 10 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Console 1 did not complete post when the tower was connected or in standalone. Fse reviewed logs at noted 32321 errors associated with common compute controller (ccc) on the console. Fse disconnected console 1 from system and confirmed console 2 remained functional for use. Fse replaced pn: 656812-22 ccc cfg to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was visually inspected and no issues were found. The unit was installed on a programming station, where it was confirmed to be bricked (non-functional). The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to a non-functional ccc in the ssc. This issue can be resolved by fse replacement of the ccc.